Event description:
Related MFR report number: 2017865-2023-48243. It was reported that a patient presented for device upgrade. During the procedure, the atrial lead and right ventricular (rv) lead insulations were noted to be damaged. The physician elected to explant and replace the atrial and rv leads during the procedure. The patient condition was stable after the procedure.